Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP device. The patient saw something floating in the device and asked, "is it foam?" There are no allegations of patient harm or serious injury. The patient specified no clinical information or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.